Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The insulin did exit during plunger push and the insulin pump did not alarm no delivery during the call. The customer stated that they had high blood glucose of 521 mg/dl at the time of incident. The customer's blood glucose was 283 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The reservoir will not be returned for analysis.